Event description:
Customer reported having a blood glucose level of 251 mg/dl the morning of the call. Customer stated that he ate a light breakfast and bolused. Customer stated that his blood glucose level was rising throughout the previous night even after bolusing. Customer's mother stated that she believed they had gotten a bad bottle of insulin. Blood glucose level was 413 mg/dl at the time of the call. Patient treated with a manual injection. Customer did not report feeling any symptoms of a high blood glucose level at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.